Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The following information was requested, but unavailable: what healthcare professional fired the device and what is his/her experience with the device? No feedback. What confirmation was received that the anvil was properly attached? No feedback. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? No feedback. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No feedback. Was the device difficult to close? No feedback. Was the device difficult to fire? No feedback. Did the healthcare professional receive audible & tactile feedback when firing the device? No feedback. Were the donuts inspected? If so, please describe. No feedback. Was a complete transection of the white breakaway washer visually confirmed? No feedback. Can you please describe the specific steps taken to remove the device? No feedback. How was the device eventually removed? No feedback. Were there any issues noted with staple formation? No feedback. Will the ostomy be reversed? No feedback. What is the current status of the patient? No feedback.

Event description:
It was reported that during the laparoscopic radical resection of rectal cancer, after fired, could not cut the tissue. The anus was then manually pulled out and cut off, and a prophylactic ostomy was made to the patient. The patient is stable now.